Manufacturer narrative:
The unit was not returned for evaluation. Customer service advised the customer to dispose of the microtip. It is not possible to verify an assignable cause for the failure without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for lot 08413-13 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 08413-13. There were (B)(4) reported unit failures. This lot has a failure rate of (B)(4).

Event description:
No cutting power.